Event description:
Primevigilance notified teoxane of an adverse event on 29-jul-2024. The patient was injected on (B)(6) 2024 with the following dermal fillers: - 2.4 ml of rha 4 in the cheeks. The injection was done with the needle provided in the box and cannula (gauge size: 25), using the bolus and fanning techniques, subdermal and some supraperiosteal. However, while investing we noticed that the product used expired on 11.02.2024 prior to the injection. - 1 ml rha redensity around lips and mouth. The injection was done with the needle provided in the box. - 2 ml of another ha filler (skinvive) in the lower face (cheeks and buccal area). The injection was done with the needle provided in the box using the bolus technique 10 days after the injection, on (B)(6) 2024 the patient had a traumatic in life (unrelated to filler) and spent 3 weeks crying and rubbering her face. 4 months after the injection, on (B)(6) 2024, the patient experienced severe swelling/diffuse edema around the cheeks where rha 4 had been placed. According to the injector, it did not appear to have swelling where rha redensity was placed. For this reason only one complaint for rha 4 had been opened. The patient received the following treatment: - 14 vials of hyaluronidase (hylenex) started on (B)(6) 2024, - an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6) 2024 for 8 weeks, - a steroid (prednisone), 60-60-40-40-20-20-20-10-10-10 (daily taper), started on (B)(6) 2024 for 10 days, the filler dissolution had an immediate effect but diffuse swelling reappeared immedietly after finishing the steroid treatment. A medical doctor was consulted on (B)(6) 2024 and diagnosed an angioedema. He wanted to rule out other possible causes of angioedema, so the patient planed to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks. At this time, given the severity of the symptoms the case was assessed as reportable. On 23-sep-2024 we received the information that the patient underwent a full work-up with an immunologist and rheumatologist. The only lab test not within normal limits was rh factor which according to the injector has been elevated since 2019. On (B)(6) 2024, the angioedema was still significant. The injector precribed the following treatment: - unknown amount of hyaluronidase, - an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6) 2024 for 6 weeks, - a steroid (prednisone), 20 mg, taper, started on (B)(6) 2024 after hyaluronidase. The patient had a history of multiple previous filler injections (other brands of ha filler) in multiple sites including cheeks since 2018 without adverse reaction. The symptoms were resolving, however, despite reminders, no further information could be provided. The complaint was thus considered closed.

Manufacturer narrative:
Localized allergic reactions that may manifest as swelling/diffuse edema after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of our products. Moreover, it is important to highlight that in this case rha 4 was injected 4 months after the expiration date. Our products are intended to be used within their specified lifetime and should never be injected after their expiration date, when their safety and performance can not be guaranteed. Of note, rha 4 is not indicated for the cheeks in the us.

Manufacturer narrative:
Delayed allergic reactions that may manifest as angioedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6)2024. The patient was injected on (B)(6)2024 with the following dermal fillers: - 2.4 ml of rha 4 in the cheeks. The injection was done with the needle provided in the box and cannula (gauge size: 25 1 1/2), using the bolus and fanning techniques, subdermal and some supraperiosteal. However, while investigating we noticed that the product used expired on (B)(6)2024 prior to the injection. - 1 ml rha redensity around lips and mouth. The injection was done with the needle provided in the box. - 2 ml of another ha filler (skinvive) in the lower face (cheeks and buccal area). The injection was done with the needle provided in the box using the bolus technique. The patient had a history of multiple previous filler injections (other brands of ha filler) in multiple sites including cheeks since 2018 without adverse reaction. 10 days after the injection, on (B)(6)2024 the patient had a traumatic in life (unrelated to filler) and spent 3 weeks crying and rubbering her face. 4 months after the injection, on (B)(6)2024, the patient experienced severe swelling/diffuse edema around the cheeks where rha 4 had been placed. According to the injector, it did not appear to have swelling where rha redensity was placed. For this reason, only one complaint for rha 4 had been opened. The patient received the following treatment: - 14 vials of hyaluronidase (hylenex) over 4 sessions started from (B)(6)2024, - an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6)2024 for 8 weeks, - a steroid (prednisone), 60-60-40-40-20-20-20-10-10-10 (daily taper), started on (B)(6)2024 for 10 days, the filler dissolution had an immediate effect but diffuse swelling reappeared immediately after finishing the steroid treatment. A medical doctor was consulted on (B)(6)2024 and diagnosed an angioedema. He wanted to rule out other possible causes of angioedema, so the patient planned to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks. At this time, given the severity of the symptoms the case was assessed as reportable. On (B)(6)2024 we received the information that the patient underwent a full work-up with an immunologist and rheumatologist. The only lab test not within normal limits was rh factor which according to the injector has been elevated since 2019. On (B)(6)2024, the angioedema was still significant. The injector prescribed the following treatment: - 23 vials of hyaluronidase (hylenex) over 8 sessions started from (B)(6)2024, - an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6)2024 for 6 weeks, - a steroid (prednisone), 20 mg, taper, (on (B)(6)2024 taper to 10mg/day, on (B)(6)2024 taper to 5mg per day, on (B)(6)2024 taper to 2.5 mg per day) started from (B)(6)2024, - a monteleukast (singulair) 10 mg per day, started from (B)(6)2024. On (B)(6)2024, the injector was still dissolving the fillers the patient received the past years. The symptoms of the patient were improving and the steroid treatment could be reduce from 20 mg daily to 10 mg daily. On (B)(6)2025 we were informed that the patient completely recovered on unknown date. The complaint was considered closed.

Event description:
Primevigilance notified teoxane of an adverse event on 29-jul-2024. The patient was injected around (B)(6) 2024 with the following dermal fillers: - 2 syringes of rha 4 in the cheeks. The injection was done with a needle, subdermal and some supraperiosteal. However, the product used expired on 11.02.2024 ao prior to the injection. - 1 syringe of rha redensity around lips and mouth. The injection was done with a needle. - 2 syringes of ha filler (skinvive) in the lower face. 10 days after the injection, on (B)(6) 2024 the patient had a traumatic in life (unrelated to filler) and spent 3 weeks crying and rubbering her face. 4 months after the injection, on (B)(6) 2024, the patient experienced severe swelling/diffuse edema around the cheeks where rha 4 had been placed. According to the injector, it did not appear to have swelling where rha redensity was placed. For this reason, only a complaint for rha 4 had been opened. The injector prescribed the following treatment: - 4 rounds of dissolving (7 vials of hylenex), - 8 weeks of antibiotic (doxycycline), - a steroid (medrol) dose pack, taper. The filler dissolution had an immediate effect but seemed to have worn off once the oral steroids were finished. Diffuse swelling immediately followed the prednisone taper. On (B)(6) 2024, we received final diagnosis of angioedema from a medical doctor. The md wanted to rule out other possible causes of angioedema, so the patient planned to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks to undergo further testing for alternative ethiologies of the reaction but no further information was provided. As part of the patient's history, the patient received other ha products without adverse reaction (unknown therpay site). In 2023 the patient was injected with unspecifed filler in the lips. In 2020, the patient was injected with ha filler (voluma) in the cheeks. Based on the first information received, the case was first assessed not reportable. However, according to the follow-up received on 07 august 2024, the case was upgraded as reportable due to evidences of angioedema. Despite several reminders, no further information could be obtained. Thus, the case was considered closed as is.

Manufacturer narrative:
Localized allergic reactions that may manifest as swelling/diffuse edema after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of our products. Moreover, it is important to highlight that in this case rha 3 was injected 4 months after the expiration date. Our products are intended to be used within their specified lifetime and should never be injected after their expiration date, when their safety and performance can not be guaranteed. Of note, rha 3 is not indicated for the cheeks in the us.

Manufacturer narrative:
Localized allergic reactions that may manifest as swelling/diffuse edema after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of our products. Moreover, it is important to highlight that in this case rha 4 was injected 4 months after the expiration date. Our products are intended to be used within their specified lifetime and should never be injected after their expiration date, when their safety and performance can not be guaranteed. Of note, rha 4 is not indicated for the cheeks in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 29-jul-2024. The patient was injected on (B)(6) 2024 with the following dermal fillers: - 2.4 ml of rha 4 in the cheeks. The injection was done with the needle provided in the box and cannula (gauge size: 25), using the bolus and fanning techniques, subdermal and some supraperiosteal. However, while investing we noticed that the product used expired on 11.02.2024 prior to the injection. - 1 ml rha redensity around lips and mouth. The injection was done with the needle provided in the box. - 2 ml of another ha filler (skinvive) in the lower face (cheeks and buccal area). The injection was done with the needle provided in the box using the bolus technique. The patient had a history of multiple previous filler injections (other brands of ha filler) in multiple sites including cheeks since 2018 without adverse reaction. 10 days after the injection, on (B)(6) 2024 the patient had a traumatic in life (unrelated to filler) and spent 3 weeks crying and rubbering her face. 4 months after the injection, on (B)(6) 2024, the patient experienced severe swelling/diffuse edema around the cheeks where rha 4 had been placed. According to the injector, it did not appear to have swelling where rha redensity was placed. For this reason, only one complaint for rha 4 had been opened. The patient received the following treatment: 14 vials of hyaluronidase (hylenex) started on (B)(6) 2024, an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6) 2024 for 8 weeks, a steroid (prednisone), 60-60-40-40-20-20-20-10-10-10 (daily taper), started on (B)(6) 2024 for 10 days, the filler dissolution had an immediate effect but diffuse swelling reappeared immedietly after finishing the steroid treatment. A medical doctor was consulted on (B)(6) 2024 and diagnosed an angioedema. He wanted to rule out other possible causes of angioedema, so the patient planned to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks. At this time, given the severity of the symptoms the case was assessed as reportable. On (B)(6) 2024 we received the information that the patient underwent a full work-up with an immunologist and rheumatologist. The only lab test not within normal limits was rh factor which according to the injector has been elevated since 2019. On (B)(6) 2024, the angioedema was still significant. The injector prescribed the following treatment: unknown amount of hyaluronidase, an antibiotic (doxycycline), 100 mg twice a day, started on (B)(6) 2024 for 6 weeks, a steroid (prednisone), 20 mg, taper, started on (B)(6) 2024 after hyaluronidase. On (B)(6) 2024 we received the confirmation that the symptoms of the angioedema were resolving. The doctor was still dissolving filler which the patient has in sessions for many years and she had not been able to wean her fully off steroids. However, the doctor was able to reduce the dosage of steroids from 20 mg daily to 10 mg daily and she noticed a significant improvement in the patient's condition. On (B)(6) 2024, were informed that the injector was still dissolving the fillers the patient received the past years. The symptoms of the patient were improving and the steroid treatment could be reduce from 20 mg daily to 10 mg daily. The complaint was considered closed.